Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a burst in the repair catheter was confirmed, and the cause appears to have occurred through use of the device. The external section of a 9fr d/l hickman type catheter was returned for investigation. The d/l tubing extended 12.2cm from the distal end of the bifurcation. The remainder of the catheter was not returned for investigation. A c-shaped split was observed in extension leg with the white connector. A microscopic examination revealed a jagged and granular surface. The coarseness of the granularity increased towards the center of the split. A tactual investigation revealed slight weakening in the extension leg near the split. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. This appears to be use related damage. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on 28-jul-17 that the hickman was inserted on (B)(6) 2016. The catheter burst on (B)(6) 2017. The catheter was repaired but within 10 days the catheter burst again. The second repair is now leaking from under the sleeve site. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on 28-jul-2017 that the hickman was inserted on (B)(6) 2016. The catheter burst on (B)(6) 2017. The catheter was repaired but within 10 days the catheter burst again. The second repair is now leaking from under the sleeve site. There was no reported patient injury.